Event description:
The user facility reported that water was leaking from their reliance 444 washer. No injuries, procedural delays/cancellations or property damage reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the check valve for the drain cool down air break was not closing subsequently allowing water to leak from the unit. The technician replaced the check valve and returned the unit to service. The washer is under steris service contract and was last serviced on (B)(4) 2012 when no leaks were noted. Preventative maintenance was performed on (B)(4) 2012 and no issues were noted with the washer.